Event description:
It was reported that the "do not break seal" on side of pc unit is coming off after cleaning and disinfecting the devices. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.